Manufacturer narrative:
An isi field service engineer (fse) was dispatched to investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to correct the c-71 and 1-71 errors. The system was tested and verified as ready for use. Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was returned for failure analysis and the reported failure (erbe errors m-b0-60 error is present in error log) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to manufacturer for repair. A log review confirmed the procedure date of on (B)(6) 2022 on system sk0512. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the fse replaced the integrated electrosurgical unit (iesu) to correct the c-71 and 1-71 errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the clinical technical analyst (cta) called an isi technical support engineer (tse) and reported errors on the system. While reviewing system logs, the tse noticed multiple c-71 and 1-71 errors pointing to a relay contact within the integrated electrosurgical unit (iesu) erbe generator. The procedure was continuing and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.